Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Error 41 was found during the device log review, which confirms the reported event. Reported device was not sent back to brézins for investigation but was repaired by norway service center. The replaced defective pressure sensor kit was kept and sent to brézins for further investigation. Customer reported the error 41 and it is confirmed in the log. This event is linked to a known issue with lilkely defective pressure sensors and the root cause is being addressed with a CAPA opened in (B)(6) 2020. To our knowledge no patients or traitments were involved. This complaint is added in our trends for statistical analysis. This complaint is valid. Action was initiated for this issue as per our local procedures. The trend is abnormal and reported risk is lower than estimated risk.

Event description:
Error 41, upstream sensor.